Event description:
It was observed, that during the device evaluation. The evis exera iii xenon light source exhibited no light output. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.